Event description:
Follow up information identified the patient underwent surgical intervention where the lead with high impedances was replaced with a new one which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two leads implanted with the same lot number. It was reported the patient is not receiving effective stimulation. The patient is unable to turn stimulation up. Surgical intervention may be pending to address the issue.